Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified, "periprosthetic liquid collection". Device photo evaluation: visual analysis of the photographs identified: ¿ crease folding of implant: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side "implant presents multiple folds. And a periprosthetic liquid collection of non-simple behavior. And suggestive of contracture/encapsulation", baker grade unspecified. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant presents multiple folds and a periprosthetic liquid collection of non simple behavior and suggestive of contracture/encapsulation"; baker grade unspecified. The device has been explanted and replaced. Healthcare professional later reported right side rupture, baker grade iii, and double capsule.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side "implant presents multiple folds and a periprosthetic liquid collection of non simple behavior and suggestive of contracture/encapsulation"; baker grade unspecified. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage. ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. ¿ double capsule: unable to observe. ¿ crease/folding of implant: crease fold observed on the device as per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.